Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, while using the device cleaner, the device foam tip was detached and remained on the trocar. It was seen by the surgeon and removed immediately before instrumentation was inserted into the trocar. There was no patient injury.